Event description:
Pt in for treatment on 2/18/97. Pt c/o cramping throughout tx. Pt had 4.2 kilos to pull. Target wt decreased to try and resolve cramping. After pt taken off machine at end of tx, pt c/o not feeling well. Trembling of arms noted. Head bobbing. Pt became incoherent. Vital signs wnl. Pt placed on o2 2l. Md notified. 911 called. Neurological check indicated lt hand grasp (+) 1; rt hand grasp (+) 4. Concern over possible cva. Pt has history. Sent to ER.